Manufacturer narrative:
Manufacturing date: the manufacturing site reported that the manufacturing date for the device is march 3, 2005.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient presented with trace striae on one day post op on (B)(6) 2019. He did not lift the flap to smooth but mentioned some epithelial defect on patient¿s left eye from him smoothing the top surface one day post op. No loss of best corrected visual acuity and patient is 20/20.